Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, a foreign matter fell into the patient's body. When the fallen piece was retrieved and checked, it was found that the piece seemed to be a part of the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on 12/18/2009: the fallen piece was a plastic part of the complaint device. As the fallen piece was retrieved from the patient body, no pieces were left to the patient. Requested and received the following information on 1/7/2010: when the gauze was inserted through the device, the foreign matter fell into the patient. After that, the doctor used the forceps for retrieving the fallen piece. The outer seal was broken down with pliers to check the piece after the operation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.